Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and identified a piece of black particulate matter embedded in the tubing. The reported condition was verified. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a piece of plastic was observed in the tubing of a solution set. This was noted during set up prior to patient use. There was no patient involvement. No additional information is available.